Event description:
It was reported that this pacemaker was explanted, along with both competitor leads due to lead or insulation breakage. It was not reported whether the device would be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.